Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) was released outside the body and hemostasis was not achieved. There was no reported patient injury. The device was intended for use in transarterial chemoembolization (tace) treatment. Additional information was requested but not provided. A non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that both button 1 and button 2 were not depressed. The stopcock was found open, and no syringe was returned for this evaluation. The sealant was present in its manufactured position, fully covered by the sealant sleeves, which exhibited no abnormal conditions. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A simulated deployment test evaluation was performed to ensure functionality. The unit operated as intended, deploying the sealant and retracting the balloon as expected. After the tension indicator was aligned by pulling in the distal direction, button 1 and button 2 were depressed in the instructed sequence without difficulty. An additional verification was performed to ensure that the balloon was in a fully deflated state. This verification confirmed complete balloon deflation, with no abnormal conditions observed. The reported event of ¿sealant-inaccurate placement-complete¿ was not observed through analysis of the returned device since the deployment mechanism had not been initiated as stated in the event description. The exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported event of the sealant releasing outside of the body since the returned device did not match the event description and deployment had not been initiated. Since the device passed functional analysis, it is unknown what issue the customer may have been experiencing with this product. However, procedural/handling factors are possible. It should be noted that since the deployment button (button #1) of the received device was not depressed, it is expected that the sealant would not be deployed from the unit. According to the instructions for use (IFU), which is not intended as a mitigation, step 2: deploy sealant, ¿while maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. Lay the device down for 2 minutes.¿ the IFU also states in step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) was released outside the body and hemostasis was not achieved. There was no reported patient injury. The device was intended for use in transarterial chemoembolization (tace) treatment. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.